Event description:
It was reported that the leakage was observed from the crack on the femal connector of the dpt before use. No pt complications.

Manufacturer narrative:
Device has not been received for evalution at this time.